Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During the processing of this incident attempts were made to obtain complete patient information,

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced pain at the ipg site due to the ipg pocket being loose in relation to the size of the ipg, as the patient is able to flip the ipg in the pocket with their hand. To address the issue, the physician relocated the same ipg to a new pocket site on (B)(6) 2019.